Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during preparation the handle cannula of the snare was found to be detached. No noticeable damage to the packaging was noted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stabilized.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during preparation the handle cannula of the snare was found to be detached. No noticeable damage to the packaging was noted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stabilized.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An evaluation of the returned product found that the device could neither extend nor retract due to the detached handle cannula. All measurements taken of the device were found to be within specification. The condition of the returned device was consistent with the complaint that the device "lacks a proper wire cable which connects the snare and the handle"; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.